Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: li j, wang l, li q, deng z, wang l, song y. A novel MRI-based cervical-endplate bone quality score independently predicts cage subsidence after anterior cervical discectomy and fusion. Eur spine j. 2024 jun;33(6):2277-2286. Doi: 10.1007/s00586-024-08250-5. Epub 2024 apr 21. Pmid: 38643425. Objective/methods/study data: the aimed of this retrospective study was to create a similar MRI-based scoring system for cervical-ebq (c-ebq) and to assess the correlation of the c-ebq with endplate computed tomography (CT)-hounsfield units (hu) and the ability of this scoring system to independently predict cage subsidence after acdf, comparing the predictive ability of the c-ebq with the cervical-vertebral bone quality (c-vbq) score. Between january 2012 and january 2022, a total of 161 patients were included in the study. These patients were divided into two groups: the no subsidence group consist of 96 patients (46 men and 50 women) with the mean age of 46.55 ± 8.45 while the subsidence consist of 65 patients (34 men and 31 women) with the mean age of 53.21 ± 10.65. There were only 109 patients treated with zero-p va (johnson & johnson medtech, USA). Follow up visits of 1 year. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes zero-p va adverse event(s) and provided interventions possibly associated with unk-cage/plate: zero-p va (qty 41) -41 patients found a subsidence; no interventions provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.